Manufacturer narrative:
Received voluntary medwatch mw5147127.

Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing of noise that led to pacing inhibition for several seconds. The rv lead remains implanted. No patient symptoms were reported.